Manufacturer narrative:
Concomitant products: vedr01 ipg: implanted: (B)(6) 2007.

Event description:
It was reported that the patient's right ventricular (rv) lead had high threshold and a insulation damage near the connector pin. The physician chose to apply medical adhesive, an anchor sleeve and sutures to the lead. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.